Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2017, it was reported that the device was not cutting skin properly. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation ie-03394. The previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(4) 2017 where it was reported that the device needed to be calibrated and the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, bearings seal and retaining ring motor, and o-ring were replaced. This is not a related issue. Initial qa inspection of the air dermatome on (B)(6) 2017 revealed that the motor speed and calibration were both within specifications. It was also noted that the control bar was in the correct position, there was no problem found with the device. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6)2017 which included replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. Air dermatome, serial number (B)(4)was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection the technician could not replicate the reported event. The root cause of the reported event was non verifiable since during the initial inspection the technician could not replicate the reported event. The root cause of the reported event could not be specifically determined with the information that was provided. The device was repaired by replacing the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established. Received; however, not yet evaluated.

Event description:
It was reported that the device was not cutting skin right.

Manufacturer narrative:
A follow up medwatch will be submitted once the investigation is complete.

Event description:
Additional information received march 2, 2017 clarified that although the graft taken was useable, an additional graft was also required for use.